Event description:
Angio device failed causing occlusion of right common femoral artery. Pt was taken to surgery for right common femoral and superficial femoral artery embolectomy, endarterectomy of right common femoral artery with patch graft angioplasty. Diagnosis or reason for use: stricture of artery. "Is the product compounded: no; is the product over-the-counter: no; event reappeared after reintroduction: no."